Event description:
It was reported that the pt fell on and oic peek size 11 mm - 4deg dislocated posteriorly after the operation used with xia and oicpeek.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.